Manufacturer narrative:
Review of the device mfg record history. Review of device mfg record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2009, the pt was implanted with a gore-tex stretch bifurcated vascular graft to repair an abdominal aortic aneurysm. In (B)(6) 2010, the physician confirmed seroma formation. He took a wait-and-see approach as the pt had no subjective symptoms. On (B)(6) 2010, the pt passed tarry stools during a hospital stay. On (B)(6) 2010, the pt also had symptoms of ileus. On (B)(6) 2010, the pt was hospitalized due to a fever. An open surgery was performed. During the surgery, a "coral reef-shaped" seroma was removed. The graft remains implanted. The duodenum was found to be perforated, and was treated. The pt tolerated the surgery and is hospitalized as of (B)(6) 2010. It was reported the physician stated the seroma was not related to the perforation of the duodenum. Duodenum was perforated during the endoscopic treatment. His impression was the seroma may have compressed the intestine, causing the symptoms of ileus.